Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced deep vein thrombosis in their left upper arm which was noted to have been used during the implant procedure for the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. The patient was administered anticoagulation medication and the leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.